Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. This emdr is being submitted for unknown number of quantities. It was reported by the patient that the packaging of the infusion set was not sealed properly or not intacted properly on (B)(6) 2025. No further information available.